Manufacturer narrative:
(B)(4) for the reported event of failure to cut. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the loop would not open all the way. Additionally, it was reported that the device would not cut through the polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.